Event description:
It was reported that the patient experienced elevated blood glucose levels. The infusion device displayed e1 (cartridge empty); however, the patient continued to use the device without visually checking the amount of insulin left in the cartridge or changing to a new cartridge. The patient's elevated blood glucose level was treated at the hospital via an IV of insulin. The patient was reported to have been in a hyperglycemic coma with a blood glucose level of 50 mmol/l. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).